Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported having faced bent cannula issue due to which she experienced vomiting, dry mouth, lethargy about two months before this report. She also had diabetic ketoacidosis and high blood glucose level reported to be 512 mg/dl at the time of incident, which she self-treated with pump and injections. Subsequently, she went to the emergency room and was later hospitalized. The patient received fluids via intravenous route and insulin as corrective treatment. While at the hospital, the blood glucose level came down, but it kept going back up and was up most of the time. The patient stayed in the hospital for three days. Patient's blood glucose level on the day of this report was 165 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.